Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified baxter infusion pump under infused during infusion. It was observed that the pump delivered half of the blood that was expected. The issue was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.